Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
Customer reported that the insulin pump's screen was scratched and difficult to read. Blood glucose level was 145 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
The insulin pump was received with minor scratches on the display window, cracked reservoir tube, cracked reservoir tube lip, and cracked battery tube threads.